Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent telemetry due to loose radiofrequency (rf) head connector on link electronic module (lem) circuit board. It was also noted that the display hinges were loose, the keyboard was pulling apart and the hinge plate and display cover were worn. (B)(4).